Event description:
It was reported that the tip of the tap broke off into the patient's bone and remains there. No further complications were reported as a result of the event.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3243. Investigation conclusions: 61. Device evaluation: visual inspection confirms that there are two distal gashes that have sheared off from the tip of the tap. Taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. The root cause is likely high torsional and bending loads placed upon the tap. Review of the device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.